Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the device was completely removed from the patient's body and the procedure was completed with another synergy stent. The patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. A visual examination of the stent found no issues on the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The crimped stent od (outer diameter) was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination found multiple kinks along several locations of the hypotube shaft. A hypotube break 645 mm distal from the distal end of the strain relief was also noted during analysis. A visual and tactile examination of the outer and mid-shaft section found there were no issues with the shaft polymer extrusion. The bi-component bond showed no signs of damage. No other issues were identified during the product analysis. There is no evidence that the device failed to meet specification prior to shipping. The most probable root cause is considered handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact either during unpacking, preparation, shipping; at the end of the procedure; or when packaging for return. (B)(4).

Event description:
It was further reported that the device was completely removed from the patient's body and the procedure was completed with another synergy stent. The patient's status was fine.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)

Event description:
It was reported that shaft break occurred. A 3.50 x 38 synergy ii drug-eluting stent was selected for use. However, at an unspecified point in time during the procedure, the shaft of the stent separated. No patient complications were reported.